Manufacturer narrative:
Vyaire filed service went onsite testing revealed poor fio2 (fraction of inspired oxygen) values. As a resolution, the technician replaced the o2 (oxygen) cell and blender. The tubing was also replaced due to poor condition. Performed pm (preventive maintenance), uvt (user verification test) and ovp (operator's verification procedure) , the unit passed all testing and calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has fio2 (fraction of inspired oxygen) inaccuracy while on a patient. The customer confirmed that there is no patient harm associated with this reported event.